Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. A1, a2, a3, a4 patient information unavailable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that while in surgery, there were two misplaced screws. Two of the screws were 2-3 millimeters (mm) superior in navigation. As a result, use of the system was abandoned and the surgeon re-placed the screws without navigation. There was less than an hour delay and no impact on patient outcome.

Event description:
Additional information was received. It was reported that the first issue was the navigation was consistently tracking deep on all trajectories (known navigation software issue that the manufacturing representative (rep) had seen many times). The second issue was two misplaced screws on patient left side. Both 3+ millimeters (mm) superior. Both screws were equally deviated. All others screws were accurate. This occurred intra/op of a one level transforaminal lumbar interbody fusion (tlif) l3-l4 procedure.

Manufacturer narrative:
B5 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.